Manufacturer narrative:
Batch review performed on 25-jul-2022. Lot 2100437: (B)(4) items manufactured and released on 11-mar-2021. Expiration date: 2026-03-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of the review. Other component involved: reverse shoulder system 04.01.0170 glenosphere 39xø24.5 (k170452) lot 1811895: (B)(4) items manufactured and released on 02-may-2019. Expiration date: 2024-04-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of the review.

Event description:
During post-operative recovery the day after the primary surgery, the patient reported pain due to dislocation. The surgeon revised the liner, metaphysis, diaphysis, and glenosphere. The surgery was completed successfully.